Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display anomaly. Blood glucose was unknown at time of incident. Troubleshooting was not performed. Customer was advised a replacement will be sent. Device is not expected to be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test of verify partial display due to blank display. Device was also received with scratched case, stained keypad overlay, keypad overlay texture damage, missing display window cover, end cap address label faded, serial number label faded, pillowing keypad overlay, case cracked behind the device near the battery compartment and cracked battery tube threads.